Manufacturer narrative:
The insulin pump had cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Device was received with cracked and bleeding lcd glass and was unable to perform the displacement test due to lcd physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has crack in case. Device was not bumped or dropped. Customer stated that the crack is seen on the display. Drive support cap is not damaged. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.